Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device repeatedly displayed alert code 65 over approximately two weeks, prompting restarts more than ten times, while blood glucose control and general pump function were reported as unaffected; a replacement device was provided and the original device was returned. Symptoms included repeated audible alarm malfunction prompts without reported adverse clinical effects. Outcomes included the need to restart the device multiple times and device replacement. Investigation included customer support troubleshooting, user education on shutdown and data syncing, and arrangements for device return. Investigation of the returned device revealed a suspected audio subsystem over/under current condition consistent with an audible alarm malfunction that triggered restart requests, with no impact to therapy delivery observed. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the audio alarm circuit.